Event description:
To summarize this event, an embolization of the 22mm amplatzer® septal occluder (aso) occurred one week after implantation. No patient injury was noted. The aso was surgically removed and the defect closed. The patient was noted to be doing well after surgical repair.

Manufacturer narrative:
The 22mm aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the medical records and images were not provided. The cause of the patient's embolization remains unknown.